Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results for phenomenon one, the root cause could not be identified. However, it is likely that video connector failure led to the malfunction. For phenomenon two, no root cause was identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no image, and the front panel was flickering. There was no delay, death, injuries, or infection reported. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of panel was flickering was not confirmed, the finding of no image was confirmed due to a defective video connector. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.